Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a device implant procedure. During procedure, it was noted that the helix of the lead was not working. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found the complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.